Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the left anterior tibial artery with moderate calcification and mild tortuosity. A command 18 guide wire was advanced in the vessel without resistance, followed by an armada 18 balloon catheter. When the command guide wire was being removed there was resistance with the balloon catheter. Both devices had to be removed as one unit. Once outside the patient anatomy, it was noted that coating of the guide wire had peeled off the tip of the guide wire. The armada 18 balloon catheter was flushed, and the separated coating was flushed completely. There was no coating in the patient's anatomy present. A steelcore guide wire was used with the same armada 18 balloon catheter without issue. There was no issue with the armada 18 balloon catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported peeling was confirmed. The reported difficulty to remove from the balloon catheter was unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove and polymer peeling appear to be related to case circumstances of the procedure. In this case, based on the reported information, it is likely that during use, the polymer became damaged against the anatomy and/or other devices used resulted in the reported difficulty to remove from the balloon catheter. Manipulation against resistance ultimately resulted in the polymer tears and separation causing the appearance of peeling. The noted bends on the guide wire likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.